Event description:
Patient reported, left side capsular contracture, baker grade iii. Minimal liquid associated with slight enhancement of the reaction capsule, folds and cysts. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, minimal liquid.